Event description:
It was reported that a 512sd was used during a gastric banding procedure. It was reported by the affiliate that after the surgery was performed on september 8th, the pt was brought back in for a re-operation due to the hosp staff realized that the banding was too tight. During the reoperation, the surgeon found a gasket in the pt. The device was discarded after the 1st surgery.